Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 300cc saline catalog: 3542645 lot: 6751155 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 300cc saline breast prostheses. Deflation of the right breast prosthesis was confirmed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 8/2/2018, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the correct date of event was (B)(6) 2018. Device investigation summary: upon receipt to mentor, the device contained no fluid. White and brown material were observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline breast prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/17/2018, mentor became aware that as the result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with (right) mentor siltex round moderate profile 375cc saline catalog: 3542660 lot: 7520427 sn: (B)(4) and (left) mentor siltex round moderate profile 375cc saline catalog: 3542660 lot: 7394549 sn: (B)(4). Manufacturer¿s reference number: (B)(4).